Event description:
In 1/92, rptr developed severe pain in both shoulders that progressed into both hands and arms, followed by severe muscle weakness with recurring muscle contractions of fingers on both hands. There is significant muscle wasting in right hand. Over the course of 2 yrs rptr has had 2 MRI scans (one on 1/14/94), 2 cat scans (one on 1/19/94), one cervical mylogram (1/19/94) and 3 emg studies (one on 1/14/94). All tests have failed to explain the neurological symptoms.